Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that every time they interact with any magnetic field their implantable cardioverter defibrillator (ICD) will beep. The ICD remains in use. No patient complications have been reported as a result of this event.